Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip fired which indicates that no more clips were remaining, but it was unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws had bent jaw legs. The bent jaw legs could prevent the clips from properly loading. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The device history review for the product auto endo5 ml lot#73l1700588 investigations did not show issues related to the complaint.other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the bent jaw legs could lead to loading issues. The reported complaint of "clip did no load properly" was not confirmed based upon the sample received. One device was returned. The device was returned with only the orange indicator clip remaining which indicates that no more clips were remaining. Upon functional inspection, the orange indicator clip was unable to load properly. The sample was disassembled and it was found that both jaws had bent jaw legs. The damage to the jaw legs could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were remaining, the bent jaw legs could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon and surgical assistant used the ae05ml during a robotic prostatectomy; the applier would not load the clip correctly in the jaw so full aperture was not achieved as part of the clip did not load into the jaws of the applier appropriately and the attempt to ligate the vessel was ineffective. The applier was removed and another ae05ml applier was used. Initially the 1st clip was loaded however despite appearing that full aperture of the clip with in the jaw was achieved prior to ligating the vessel the clip fell out of the jaws. Another attempt was made to ligate however the same issue happened. Both appliers were removed from the procedure. No clips fell inside the patient.